Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the elecsys toxo igm immunoassay on a cobas 8000 e 801 module (serial number (B)(4)). An example was provided for one patient sample that had discrepant toxo igm results. The questionable results were reported outside of the laboratory. The sample resulted in a toxo igm value of 1.26 coi (reactive) when tested on the e 801 analyzer on (B)(6)2023. The sample was repeated on the e 801 analyzer on (B)(6)2023, resulting in a value of 1.23 coi (reactive). The sample was repeated using an unknown toxo igm method on (B)(6)2023, resulting in a value of 0.13 index (non-reactive). Toxo igm reagent lot 65216401 has an expiration date of july 2023.

Manufacturer narrative:
For the last calibration performed on (B)(6)2022, the signals were lower than expected, but still acceptable. Quality control recovery between (B)(6)2022 and (B)(6)2023 was acceptable. The customer performed cleaning maintenance every 40 days due to the operator's manual recommending cleaning every 10000 cycles and 10000 cycles were reached in approximately 40 days at this site. The customer was advised to carry out the cleaning maintenance and after performing this procedure, no further issues were observed. The patient sample was requested for investigation but was no longer available. The investigation could not identify a product problem. The cause of the event could not be determined.